Event description:
It has been reported to philips that the system was not booting up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that there was issue with power supply within the host pc. The fse replaced the host pc and transferred the new license files, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.